Manufacturer narrative:
Additional investigation has been conducted for the reported death. Information was provided by partner company insulet regarding the patient¿s use of a freestyle libre 2 plus sensor. The patient was found deceased at home on (B)(6) 2025. The sensor was not returned for physical investigation. In addition, no comparative glucose measurements, clinical history, or confirmed cause of death are available. Based upon available information, the sensor was reading high glucose continuously and transmitting data to the pod. Therefore, it does not appear that the death was due to a fault of the libre 2 plus sensor.as documented in the prior submission associated with this event, at this time product has not yet been returned and a valid serial number has not been provided. An investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification.clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field.a tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues.the most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse.all complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio.if product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation.all pertinent information available to abbott diabetes care has been submitted.the device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event.

Event description:
Abbott diabetes care (adc) received a fimea user report which included the following information: a healthcare professional (hcp) reported a customer was found deceased at home by paramedics on the morning of (B)(6) 2025. The hcp stated that the customer, who uses omnipod 5 (op5), did not receive readings from their libre 2 plus sensor to their pump controller application. Reportedly, the customer had taken their last insulin bolus at 00:50 a.m. The cause of death is currently unknown; however, the hcp suspects hyperglycemia, citing the patient's prior history of ketoacidosis. No autopsy report or death certificate has been provided at this time. Adc customer service attempted to contact the hcp 3 (three) times via phone to gain additional details regarding this event; however, all follow up attempts were unsuccessful. At the hcp¿s request, an email was sent to obtain further details about the event; however, no additional information has been received to date. Based on the information currently available, it is inconclusive whether the adc device has or may have caused or contributed to the reported death.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and freestyle libre sensors; no trends were identified that would indicate any product related issues. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a fimea user report which included the following information: a healthcare professional (hcp) reported a customer was found deceased at home by paramedics on the morning of (B)(6) 2025. The hcp stated that the customer, who uses omnipod 5 (op5), did not receive readings from their libre 2 plus sensor to their pump controller application. Reportedly, the customer had taken their last insulin bolus at 00:50 a.m. The cause of death is currently unknown; however, the hcp suspects hyperglycemia, citing the patient's prior history of ketoacidosis. No autopsy report or death certificate has been provided at this time. Adc customer service attempted to contact the hcp 3 (three) times via phone to gain additional details regarding this event; however, all follow up attempts were unsuccessful. At the hcp¿s request, an email was sent to obtain further details about the event; however, no additional information has been received to date. Based on the information currently available, it is inconclusive whether the adc device has or may have caused or contributed to the reported death.

Manufacturer narrative:
This serves as a correction report. Sections updated as follows: h6: updated medical device problem code. H11: updated additional MFR narrative. At this time product has not yet been returned and a valid serial number has not been provided. An investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a fimea user report which included the following information: a healthcare professional (hcp) reported a customer was found deceased at home by paramedics on the morning of(B)(6) 2025. The hcp stated that the customer, who uses omnipod 5 (op5), did not receive readings from their libre 2 plus sensor to their pump controller application. Reportedly, the customer had taken their last insulin bolus at 00:50 a.m. The cause of death is currently unknown; however, the hcp suspects hyperglycemia, citing the patient's prior history of ketoacidosis. No autopsy report or death certificate has been provided at this time. Adc customer service attempted to contact the hcp 3 (three) times via phone to gain additional details regarding this event; however, all follow up attempts were unsuccessful. At the hcp¿s request, an email was sent to obtain further details about the event; however, no additional information has been received to date. Based on the information currently available, it is inconclusive whether the adc device has or may have caused or contributed to the reported death.